Event description:
On behalf of the customer, a caregiver reported a application compatibility issue with the abbott diabetes care (adc) device in use with a iphone 16 pro phone with a ios operating system version 26.3.1 and app version 2.13.1.9278. Due to the reported issue, the customer did not receive a low glucose alarm and experienced symptoms described as feeling tired and sweating. The customer self-treated by consuming sugar and a glucose drink for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported issues with alarms not working properly. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a caregiver reported a application compatibility issue with the abbott diabetes care (adc) device in use with a iphone 16 pro phone with a ios operating system version 26.3.1. Due to the reported issue, the customer did not receive a low glucose alarm and experienced symptoms described as feeling tired and sweating. The customer self-treated by consuming sugar and a glucose drink for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a united kingdom customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01. All pertinent information available to abbott diabetes care has been submitted.